Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010, the patient presented with following pre-op diagnosis: spinal stenosis l3-4 lumbar spine. Remote history of l4-5 and l5-s1 lumbar fusion previously. Back pain, leg pain, neurogenic claudication and listhesis. The general listhesis above previous fusion. Procedure: posterior spinal fusion lateral transverse process technique l3-4 lumbar spine. Posterior lumbar interbody fusion l3-4 lumbar spine utilizing bmp as well as allograft bone graft and local autogenous chips. Laminectomy of lumbar 3-4. Decompression of existing l3 nerve root with resection of both intraforaminal and far lateral disk bilateral. Posterior spinal instrumentation . Posterior interbody fusion utilizing allograft custom-cut milled femoral allograft bone and also the use of bmp and autogenous bone graft for the lateral fusion. As per op-notes: ".. 6.5 x50 mm screws at l4 and l5 and 7.5 x 45 mm screws in the sacrum. The anterior third of the disk space was filled with bmp together with local bone graft and portions of allograft chips..." The patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.